Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor who reported that the patient's ins was not working anymore and that this issue started "some time ago." The caller reported that the patient was going to the bathroom too much and at the time of the call the patient was not feeling stimulation even though therapy was confirmed to be turned on. The patient saw their healthcare provider (hcp) 3-4 months prior to the call and the hcp advised the patient to call the manufacturer. The patient had their program changed about 6 months prior to the call and that the patient cannot make it to the bathroom. The patient was also reported to be getting up 5 times each night. The patient was assisted with changing from program 2 to program 3 and advised to try tracking their symptoms for the next couple weeks. Patient status is unknown at the time of this report. There were no further complication reported or anticipated.

Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer (con). It was reported that the patient had begun to feel that they were not getting a signal early enough so they thought the unit might have not been working. It was noted that they had some incontinence accidents, which led to the ins not working. They didn't know what to do in response to the issues. They changed the program and felt like they were doing better.